Manufacturer narrative:
A male pt with a history of previous pci, CABG, hypertension, hyperlipidemia, smoking, previous mi and chf expired fifteen days post cypher stent implantations. Initially, the pt was admitted with unstable angina and underwent an elective angiogram that revealed three-vessel disease. This pt's extensive history puts him at increased risk for mace. Pre procedural medications included asa and warfarin; while intra procedural medications included asa, plavix and unfractionated heparin. The pt did not receive a gpiibiiia. The performance or recording of acts was not reported. The mid rca lesion was described as de novo, type c, 100% chronically occluded, 3.5mm in diameter, 30mm in length, moderately tortuous, timi flow of 0, eccentric and with little to no calcification or thrombus present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 33 mm cypher stent at a maximum inflation pressure of 12 atm. This was followed by the overlapping (presumably more proximal) placement of a 3.50 x 33 mm cypher stent at a maximum inflation pressure of 16 atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged from the cath lab on medications that included asa and plavix. Within 15 days after the index procedure, the pt had developed intractable ventricular tachycardia that progressed to cardiogenic shock and death. The cause of death was reported to be chf. In addition, it was reported that there were no indications of an mi or of a stent thrombosis. No autopsy or repeat angiogram appears to have been performed. These events were reported to be unrelated to the cypher stents or to any cordis products and possibly related to the index procedure. The product remains implanted in the pt thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: there are pt and vessel factors that may have contributed to these events. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports#: 9616099-2007-01694 and 9616099-2007-01695. Any additional information will be submitted within 30 days of receipt.

Event description:
These events have been brought to our attention by the registry: within fifteen days of the index procedure, the pt developed intractable ventricular tachycardia that progressed to cardiogenic shock and death. The cause of death was reported to be congestive heart failure (chf). In addition, it was reported that there were no indications of a myocardial infarction or of a stent thrombosis. No autopsy or repeat angiogram appears to have been performed. These events were reported to be unrelated to the cypher stents or to any cordis products and possibly related to the index procedure.